Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised the patient to reset the device and allow the devices to pair before starting sensor session, which was unsuccessful. Patient stated that they will try using a different transmitter and sensor at a later time. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint transmitter was not returned to dexcom. The receiver (part number stk-gf-blu/serial number (B)(4)/lot number 5204648), being used with the complaint transmitter, was returned on 01/06/2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a loss of connection was not confirmed. A root cause could not be determined.